Event description:
This unsolicited device case from (B)(6) was received on 05-jul-2016 from a physician. This case concerns an (B)(6) male patient who received treatment with synvisc one and had swelling issues, joint effusion/drained the knee and pain issues in the left knee on the same day. The patient's medical history included mild bilateral knee and patellofemoral osteoarthritis and small joint effusion. Patient had received synvisc one in past. No concomitant medications and concurrent conditions were provided. On (B)(6) 2016, the patient received treatment with intra-articular synvisc one injection, at a dose of 6 ml, once (lot/batch number: (B)(4) and expiration date: aug-2018) for osteoarthritis. The same day, patient had moderate swelling issues and pain issues in the left knee. It was reported that the pain did not subside and the patient had to go the emergency department and the doctor aspirated the joint, was clean and had no signs of infection. Blood work was done and the culture was negative. The patient was given only paracetamol (tylenol). It was reported that the patient did not experience similar reaction in the past. Also the physician considered the events to be related with patient's pre-existing condition. Corrective treatment: aspirated the joint for joint effusion and paracetamol (tylenol) for other events. Outcome: unknown for all events. (B)(4). The production and quality control documentation for lot # 5rsk002 expiration date (08/2018) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsk002 no CAPA was required. Sanofi genzyme global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter's causality: related for all events. Seriousness criteria: required intervention for all events. Additional information was received on 08-jul-2016. Global ptc number and results were added. Text was amended accordingly. Additional information was received on 12-jul-2016 from a physician and patient's daughter. Additional event of pain issues in the left knee was added. The event term joint effusion was updated to joint effusion/drained the knee. Patient's medical history and past drug were added. Treatment start date of synvisc one was updated form (B)(6) 2016. Dose and indication of synvisc one was added. Event onset date of swelling issues and joint effusion/drained the knee was updated from (B)(6) 2016. Intensity of the events was added. Laboratory test was added. Seriousness criteria of swelling issues and joint effusion/drained the knee was updated from important medical event to required intervention. Reporter's causality was added. Clinical course was updated and text was amended accordingly.